Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred trilogy evo device. The sales representative contacted the patient's family, and it was confirmed the ventilation inoperative condition had occurred on the device. The sales representative recommended to the patient's family that they go to the hospital but the patient's family that they would wait for their arrival with an ambu bag. The device was replaced with another device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition had occurred trilogy evo device. The sales representative contacted the patient's family, and it was confirmed the ventilation inoperative condition had occurred on the device. The sales representative recommended to the patient's family that they go to the hospital but the patient's family that they would wait for their arrival with an ambu bag. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed when the power of the device was turned on. The manufacturer¿s service technician observed error code machine flow high drift in the device¿s event log. The service technician replaced the device¿s flow sensor to address this issue. Additional findings not related to the malfunction/issue was the manufacturer¿s service technician proactively replacing the following parts on the device: air inlet foam filter and particle filter. After replacing the parts on the device, the manufacturer¿s service technician performed the final and run-in tests, along with the battery and valve checks on the device. The manufacturer¿s service technician determined the device was operational and cleaned it.